Event description:
This event involved a patient 2 years and 2 months post heartware lvad implantation who experienced a high power event. The site reported ¿the patient with known outflow graft thrombus, was listed to see if could get transplanted, but ldh was rising, so decision was made to exchange." The patient was sent to the operating room (or) and underwent a pump exchange. The product has been returned to heartware for further analysis. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Additional information received indicated that approximately twenty-seven and a half months after the implantation, the patient presented for routine right heart catheterization which revealed elevated pulmonary artery pressures. Lvad flows were also noted to be decreased from baseline. He was admitted with the plan to increase lvad speed under swan-ganz monitoring in order to increase flow. Prior to admission he was taking asa 325mg and warfarin daily, his international normalized ratio (inr) was subtherapeutic on admission at 1.3, so he was started on a continuous heparin infusion. A full speed evaluation echocardiogram was performed, which did not show any significant improvement in lvad flows after the lvad parameters had been adjusted. A cardiac computerized tomography (CT ) scan was completed which revealed a mural and globular thrombus within the lvad outflow graft, most significantly producing a high grade obstruction of the distal segment of the graft where it anastomoses to the ascending aorta. A continuous 72 hour integrilin infusion was started, as well as a milrinone infusion for right ventricular support. A repeat chest CT showed, "significant thrombus burden of left ventricular outflow graft." He was elevated to status 1a for transplantation and remained hospitalized heparin and milrinone infusions. Per patient request, he was discharged home (B)(6) 2013, on a milrinone infusion and enoxaparin injections, with plan to be readmitted in approximately one week. On 16 august he was readmitted. He continued as an inpatient on IV milrinone and enoxaparin injections, awaiting suitable donor heart. On (B)(6), he underwent repeat right heart catheterization. On (B)(6), enoxaparin was discontinued and continuous heparin infusion was initiated. On (B)(6), he was noted to have had power and flow spikes overnight. Bedside echo did not reveal thrombus. A 256-slice CT done (B)(6) showed persistent lvad outflow cannula thrombus at the anastomosis to the ascending aorta with worsening obstruction when compared to the study of (B)(4) 2013. On (B)(6), patient was taken to or for pump exchange. Operative report states that there was an adherent fibrin within the outflow graft. All components were exchanged except the distal three centimeters of the outflow graft, which were retained and anastomosed to the new outflow graft. Flows in the post-operative week were 4.4-5.7lpm. The patient was discharged approximately 3 weeks later in stable condition. The pump was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. Independent pathological analysis confirmed the presence of thrombus. The cause of the reported event cannot be conclusively determined.